Event description:
It was reported that during a total knee procedure conducted at the user facility, the interface of the unknown tracker was loose and the values on the screen were jumping between 0 and 1 mm after it was fixated. As the interface was loose, the potential is that a greater inaccuracy was unknown. Though requested, information was not available regarding patient involvement, medical interventions, delays, or adverse consequences.

Manufacturer narrative:
The reported event was confirmed; however, the cause of the event was not determined.

Event description:
It was reported that during a total knee procedure conducted at the user facility the interface of the unknown tracker was loose and the values on the screen were jumping between 0 and 1 mm after it was fixated. As the interface was loose, the potential is that a greater inaccuracy was unknown. Though requested, information was not available regarding patient involvement, medical interventions, delays, or adverse consequences.